Manufacturer narrative:
The omni-flex sterile field post (10244) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Evaluation of the returned field post found that the handle was able to move freely as intended. The issue reported by the customer could not be duplicated. It was determined that the most probable root cause is some form of use error. Perhaps the handle was in the locked position instead of the unlocked position when attempting to move it along the post, however this cannot be confirmed. No manufacturing, workmanship, or material deficiency was identified for correction as a result of this complaint investigation.

Event description:
N/a.

Manufacturer narrative:
Additional information/b5: it was subsequently clarified by the customer that the knob was the subject of the complaint and not the previously reported handle. The customer reported that 'the handle is ok; the problem is in the "knob at the top'. It was stated that the knob could not be rotated and thus the post could not be secured to the table. Additional mfg narrative/h10: since this complaint investigation was initially conducted for report of the ¿handle¿ getting stuck, and since the post was subsequently scrapped, the investigator cannot go back and check the functionality of the knob/post threads to say if the newly clarified issue of the "knob" getting stuck was confirmed or not. If the knob was in fact stuck, a possible root cause could be some form of debris getting stuck to the threads, restricting the rotation of the post. This debris could come from improper cleaning prior to sterilization, for example. Another possible root cause could be improper and/or inadequate screw thread lubrication, as prescribed by the omnitract instructions for use. No manufacturing, workmanship, or material deficiency was identified for correction as a result of this complaint investigation. No further action or investigation is planned for this complaint.

Event description:
It was reported that the handle of the omni-flex sterile field post (10244) was found to be stuck while trying to attach the post to the table during a procedure. The handle could not be tightened or released; therefore, the post could not be attached with the surgical table. It is reported that the patient was under anesthesia at the time of the malfunction. The surgery was cancelled due to the problem. The patient was transferred to another health center and treated. No additional patient outcome information is available.